Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Uf/importer report number - (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported that a patient experienced discomfort one day post uneventful lasik in the right eye. A bandage contact lens was prescribed. The patient was given a topical antibiotic, topical steroid and an oral and topical antiviral. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria.the system history shows that the laser was verified successfully prior to and after the date of treatment.log files shows during the complete day the user renewed the energy check so all treatments were performed in the required time range and the energy was stable with no abnormalities. No relevant warning or error messages and further no abnormalities are detectable. No technical problems or deviations could be identified.no technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively.(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, post-operative general appearance of the flap was normal. Four days post-operative, the patient presented with striae and partially dislodged flap with epithelium defect and/or viral infiltrate. A lift and smooth was performed. The events were reported to have only occurred in the left eye and not in the right eye as previously noted.